Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the slack was pulled back in the rv lead which was confirmed through chest x-ray. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicates that this right ventricular (rv) lead was dislodged again. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.